Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal lioresal and morphine via an implanted pump. The indication for use was intractable spasticity and stroke. The patient had weight gain and edema. The patient's foot was "4 times the size" it normally was when she had the pump implanted. The patient had a sudden change in therapy and experienced infection symptoms in the pump pocket. The infection was confirmed and (B)(6) was diagnosed (B)(6) 2015. The infection was associated with pump implant. The pump was explanted and it was indicated it was "the best thing to ever happen to her". Since the pump was explanted the patient had lost 80 pounds and the edema in her foot had since resolved. The patient was hospitalized for two weeks post explant. The infection was resolved. Specific symptoms, diagnostics, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.